Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and booted. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A receiver functional test was performed and resulted in no failures related to the reported event. A manual "try-it" test was performed and passed. The receiver case was opened for an interior inspection and passed. A vibrator resistance test was measured and passed. The reported event of no vibration was not confirmed. A root cause could not be determined.